Event description:
The device was used during an unspecified procedure. Reportedly, the clips did not form properly. The surgeon used another instrument to complete the procedure. The hosp has reported no pt injury occurred.